Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional prostar device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of two access sites in the common femoral artery prior to an abdominal aortic aneurysm (aaa) interventional procedure using the pre-close technique. One prostar was placed in the left access site. Reportedly, only three needles came out from the barrel and the fourth needle was deflected. It is unknown if backdown was performed. Although the fourth needle deflected, the sutures were successfully placed, and hemostasis was achieved on the left access site with the sutures of the same device. In addition, another prostar device was attempted in the right access site via a 6f sheath; however, only three needles came out from the barrel and the fourth needle was deflected. It is unknown if backdown was performed. The sheath was then upsized to 16f sheath and the procedure was completed. Hemostasis was achieved via surgical suturing in the right access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.